Event description:
During a dialysis session, the nurses visually noted a crack on the blue lumen as well as the dialysis machine drawing air. The session was stopped and the catheter was removed and replaced. There were no injuries to the pt.